Manufacturer narrative:
Siemens healthcare diagnostics has confirmed an increase in the rate of "abnormal assay" errors and calibration failures with the dimension vista(r) b2mic flex(r) reagent cartridge lot 15037ma. The errors can occur on calibration, qc and/or patient samples. As stated in the dimension vista operator's guide, results with abnormal assay flags are not reportable. Siemens healthcare diagnostics issued an urgent medical device recall communication, 15-51, dated july 2015 instructing customers to discontinue use of b2mic lot 15037ma as a result of the issue. Customers were instructed to discard any remaining inventory of the lot and to contact siemens healthcare diagnostics for replacement product. Device from same lot evaluated results. Conclusions: device failure directly caused event.

Event description:
The customer reported a observation of abnormal assay flags on qc samples after calibrating beta-2 microglobulin (b2mic) flex (r) reagent cartridge on the dimension vista instrument. It is unknown if patient results were reported.. There is not indication that patient treatment was altered or prescribed on the basis of the abnormal assay flagged b2mic results. There is no indication of adverse patient impact due to the abnormal assay flagged b2mic results.